Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain / severe and permanent pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), menstrual disorder ("menstruation issues") and alopecia ("alopecia"). The patient was treated with paracetamol (acetaminophen) and surgery (severe and permanent pain). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, depression and anxiety outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was not removed but she was planning for removal due to injuries as alleged in complaint. She does not have money and definite plans for removal at this time. Most recent follow-up information incorporated above includes: on 12-sep-2018: case category became incident, reporter added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain / severe and permanent pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". Concomitant products included cyclobenzaprine since (B)(6) 2018 and hydrocodone since (B)(6) 2018. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), alopecia ("alopecia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (severe and permanent pain). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, depression, anxiety and dysmenorrhoea had not resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure was not removed but she was planning for removal due to injuries as alleged in complaint. She does not have money and definite plans for removal at this time. Most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received: new event: dysmenorrhea (cramping) was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain / severe and permanent pain/ chronic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not essure confirmation test". Concomitant products included caffeine;paracetamol (excedrin), cyclobenzaprine since (B)(6)2018 and hydrocodone since (B)(6)2018. In (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish/anxiety and related psychological harm that accompanies the physical injuries suffered from essure"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), alopecia ("alopecia"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain / other,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), pain ("general pain and suffering"), emotional distress ("humiliation"), anhedonia ("loss of enjoyment of life"), general physical health deterioration ("bodily impairment/degradation") and deformity ("disfigurement") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (acetaminophen) and surgery (severe and permanent pain). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, migraine, weight increased, menstrual disorder, alopecia, vaginal haemorrhage, menorrhagia, headache, depression, anxiety and dysmenorrhoea had not resolved and the back pain, vaginal infection, vaginal discharge, emotional distress, general physical health deterioration and deformity outcome was unknown. The reporter considered alopecia, anhedonia, anxiety, back pain, deformity, depression, dysmenorrhoea, emotional distress, general physical health deterioration, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff claimed following events: general damages, special damages(unspecified) discrepancy noted date(s) of insertion: (B)(6)2010,(B)(6)2005 essure was not removed but she was planning for removal due to injuries as alleged in complaint. Essure did not worsen a previously existing injury/condition. She received treatment for the following events back pain and chronic pain, general abdominal bleeding, weight gain, general pain and suffering, anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: new events added- back pain, vaginal infection, vaginal discharge, anxiety and general pain, loss of enjoyment of life, humiliation, degradation, disfigurement. Lab data was added. Treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.